Event description:
The rptr stated that during a surgical procedure using the advansys lower extremity tibio-talo-calcaneal fixation plate, four of the surfix screws would not advance during insertion. The screws stripped when using a power driver; the screw heads were not strong enough. The screw pieces were removed and four new screws were inserted. Surfix screws that had to be removed were: 286440snd- quantity 1, 286445snd- quantity 2, 286450snd- quantity 1. The complaint samples are not available for return for investigation.

Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated based upon the reported info.